Manufacturer narrative:
(Expiration date): unk, no serial number reported. This product is not marketed in the us (device manufacturing date): unk, no serial number reported. Claim #: (B)(4).

Event description:
A case of low vault was reported. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b4: corrected to (B)(6) 2020 in initial MDR. Claim#: (B)(4).